Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085351. It was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices (unk_gel implants date of implant (B)(6) 2011) reported unexpected systemic symptoms, which included but not limited to multiple spasms in my chest, hair loss, chronic fatigue, brain fog. As a result, the patient had undergone breast implants removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for one of the two devices.